Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: light source function failure was due to a component failure of the light guide (lg) bundle, and the image quality failure was due to a component failure of an electrical component. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the gynecologic laparoscope exhibited an image quality failure and a light source function failure. There was no patient involvement.